Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a computer usb port. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into a wall adapter. Additionally, it was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 300-400+ mg/dl.